Event description:
The clinic requested a power cord replacement on the phacoemulsification machine due to damage caused by external force. The clinic indicated the power cord cable was scorched along with a 1x1cm mark on the floor. The phacoemulsification machine would not power on. An electrician was called out to the site location to inspect the main circuit cabinet. During the electrician's visit, a flash from the power cord occurred when the electrician gained power while resetting fuses. The event occurred when the machine was not in use. There was no patient involvement/injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician inspected the cable and found three visible cut marks on the cable caused by external force, close to the wall outlet. The technician indicated there was no obvious source of damage noted at the clinic's site. The technician was informed by the clinic; a cleaning team arrives during the evenings to the specific area where the machine is located and suspects the cleaning crew may have run over the power cord causing deterioration to the cable. The power cord cable was replaced. The system was verified for all modes of operations and calibrations. The system met amo specifications. The system is continuing to be used without further reported incidents. In addition, the operator's manual addresses safety precautions before proceeding with system set up and if the cord/plug is damaged; not to continue using the instrument/system, using the system with a damaged cord/plug may result in an electric shock or fire hazard. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.